Event description:
Three surgical screws broke while being implanted. One could not be removed and was left in place. Pt: 2687. Device: 1069. Reference reports: mw5190720, mw5190721, mw5190723. This report captures: screw, fixation, intraosseous #3.